Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 163722f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 163722f met all release criteria prior to product release. There are no similar reports for this lot. Additional info was requested on 01/18/2010, 01/20/2010, and 01/27/2010. Some of the info requested was not received. (B) (4)

Event description:
A contact lens specialist reported a pt experienced "spots" scattered on several places on the cornea with use of this product. He described the event as "corneal stains" and "keratitis" [type and location unspecified]. He stated the pt's event occurred one month after his use of the product and lasted four months. The specialist indicated the pt's event has not resolved. He reported the pt discontinued his use of the product, but has not recovered with product withdrawal. He indicated the pt is currently not wearing contact lenses. The specialist stated the pt was not treated with any drug or therapeutic procedure. He reported the pt was informed the "spots on the cornea" will normally disappear in half a year.